Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/18/2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and sound was heard from the receiver. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.